Manufacturer narrative:
(B)(6). The device was manufactured june 27, 2016 - june 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed from the luers of six (6) large volume infusors after filling with solution. There was no patient involvement. No additional information is available.